Event description:
It was reported that the user experienced sustained hyperglycemia with reported glucose values over 400 mg/dl after changing diabetes supplies, and the issue resolved after replacing all supplies; no fingerstick confirmation or hospitalization was reported. Investigation included review of the event through follow-up calls and troubleshooting education with instruction to replace all infusion and sensor supplies. Further investigation of this case revealed that glucose returned to target after the supply change, which is consistent with a transient delivery or sensing issue that was corrected by replacing consumables. The user reported symptoms included lethargy as a result of high blood glucose. Outcomes included transient disruption of glucose control without long-term impairment. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia with an unclear cause, and the device appeared to function as intended after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.